Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an ¿error 2¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2014. The patient manages her diabetes with glipizide pills (2x daily) and metformin pills (1x daily). The patient continued to take her usual dose of medications. On the evening of (B)(6) 2014, the patient claimed she ¿passed out.¿ treatment was not specified. The patient did not specify how she regained consciousness. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The cca walked the patient through properly coding the subject meter and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.